Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer indicated that a piece of the pump is chipped off by the reservoir and the black o ring does not stay in place. Customer's blood glucose was 410mg/dl at the time of incident and treated with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given. No high blood glucose troubleshooting performed.

Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off and test reservoir will not lock or click into place also, missing the reservoir tube o-ring. Unable to perform the occlusion and basic occlusion test due to reservoir tube lip anomaly. However, the insulin pump passed operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner, battery tube threads and minor scratched display window.